Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced three infusion set cannula bent events on (B)(6) 2024. The event occurred after 3 hours of insertion. The insertion site was at abdomen. Patient called their hcp office to request assistance with calculating the amount of insulin to be used for mdi correction. The blood glucose level was over 400-600 mg/dl at the time event and the patient was treated with correction injection via mdi. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further details available.

Manufacturer narrative:
MDR 3003442380-2024-02660- device 2 of 3.